Manufacturer narrative:
An event regarding instability involving a trident insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for the revision of the patient's right hip due to instability. In reporting an intra-operative instrument breakage, rep mentioned revised devices. Spoke to rep. Patient's right hip was revised due to instability. Surgeon did not report any possible cause or contributor to instability. Intra-operatively, nothing was found loose, worn, or broken. A 21 +20 restoration modular cone body, size 40 metal head, and 40e poly liner were revised. Rep reported that x-rays, medical records, and additional information are not available.